Manufacturer narrative:
The returned product was evaluated and found a hole in the exposed portion of the soft cannula at the tip of the hard cannula. When the distal tip was manually occluded, fluid diverted through the hole. The timing of the damage could not accurately be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 145185caw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached greater than 400 mg/dl after wearing the pod between 36 and 48 hours. Hyperglycemia treated by patient activating new pod. There was insulin leaking at the insertion site.